Event description:
No blood glucose levels reported. The customer reported receiving failed self-test alarms from the insulin pump. The customer was advised to return the insulin pump for analysis. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the self test due to faulty component on the radio frequency board. The device was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.